Event description:
This notification was opened for the report of a bipap a40 ventilator that stopped working and indicates a ventilator inoperative condition. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or injury reported with this notification. The device was replaced to the customer by the philips service representative. A device evaluation has not yet been completed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The device will be included in the fsn 2023-cc-src-039. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.

Manufacturer narrative:
The bipap a40 pro (update material # from ra) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Manufacturer narrative:
Device evaluation completed by the philips service center on 01 sept 2025 indicated the ventilator inoperative alarm did not occur during operational testing. A ventilator inoperative alarm code e-86 was confirmed in the error log and was recorded in the downloaded error report. This alarm indicates failure of the outlet pressure sensor. The device printed circuit board assembly was replaced to address this issue. The coding grid has been updated accordingly. The device will be included in the fsn 2023-cc-src-039. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction. Additional findings not related to the malfunction/issue: life-related smell was confirmed during device evaluation. The blower assembly, outlet flow path, right side assembly and blower box mount were replaced to address this issue. Final testing confirmed the issues were resolved with replacement of the aforementioned parts.